Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s hospital evaluation for a non-serious pneumoperitoneum. Per the pdrn, the definitive cause of this individual event remains unknown. Based on the information available, the patient¿s liberty select cycler and/or liberty cycler set cannot be disassociated from the event(s)and neither device/product can be ruled out as having a possible causal or contributory role in the event.

Event description:
It was reported a patient was evaluated in the emergency room for a non-serious pneumoperitoneum. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) did not have any information regarding the specifics of the event and stated they were not present during the event, and therefore cannot state if the liberty select cycler and/or liberty cycler set were involved or not.